Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault - 3001" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer report was observed during review of the device history logs. However, the device was put through extensive testing including full functionality testing without duplicating an incident with the device. The manifold unit was replaced as a precaution. The device was recertified and returned to the customer. It's important to note that during inspection of the manifold, some impact damage was observed including foreign substance. It could not be determined if this damage contributed to the customer's report. Analysis of reports of this type has not identified an increase in trend.